Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin injection (1gm, ongoing, route and frequency not reported) and magnova injection (125mg, ongoing, route and frequency not reported) for peritonitis. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow up it was reported the patient has recovered from the peritonitis event and antibiotic therapy remained ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to b3 and b7. B3: the peritonitis event was reported to have occurred "last month" (B)(6)2020. Should additional relevant information become available, a supplemental report will be submitted.